Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. (B)(4).

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to an out of range high voltage impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.